Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that discoloration developed at the ipg site incision, and that the incision was not healing. Suspecting infection, the physician debrided the wound and prescribed antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.